Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the nl1 with .1 ml of juvéderm ultra plus¿ xc. The following day the patient complained about a "blue and pink bruise with severe pain at the sight of injection and surrounding area." The patient was prescribed a pain killer for pain relief and a steroid. Two days later, the patient presented with ¿pustule formation¿ on the nose with ¿pain¿ the area. The event is ongoing.